Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated on (B)(6) 2018 the patient complained of numbness on the left side of tongue. There was no change with stim shut off overnight. On 12/2018, the patient shut off their right side stim due to tongue tingling. On 2/2019 the right vim showed all open circuits on all electrode pairs. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an im plantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the right side was not working. A mayo nurse checked the device, was told to turn off, and a revision would be necessary. There were no falls reported. An impedance check was done, but no further diagnostics: no x-ray, CT, or MRI. The issue was not resolved at the time of the report. It was noted the patient has the device off out west until mid october and would then come back to mayo for follow up. Additional information received from a manufacturing representative (rep) indicated the right side was effected and the left side was working fine with no issues. No cause was determined and no falls were reported. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Not updated to adverse event and product problem in error on previous report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
(B)(4) omitted from previous report in error. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated they did not have the impedance results.